Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the available information, the implanted hardware fractured approximately five months after the initial surgery, resulting in a revision procedure. While the specific clinical root cause could not be determined, the instructions for use for the fracture fixation devices, warn that cracking and fracture of implant components can occur particularly in patients with delayed healing or nonunion. The the instructions for use emphasizes that repeated stress may lead to bending, breakage, or pull-out of the device, and that proper selection and positioning of components are critical to avoid loosening, cracking, or fracture of the device or bone. Due to the absence of immediate pre- and post-implantation imaging, we cannot confirm whether adequate fixation was achieved during the primary surgery. Additionally, contributing factors such as poor bone quality, suboptimal implant positioning, early weight bearing, or secondary trauma cannot be ruled out. Given the limited clinical data, the assessed patient impact is defined as the revision surgery and the associated postoperative recovery period. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, product prints, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Correction: h6: health effect - clinical code.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an internal fixation hip surgery during which s+n nails, screws, and rod were implanted as a result of an injury to the hip due to a fall. On (B)(6) 2025, the patient presented to the emergency room with pain in the left leg. X-rays confirmed that the nails, screws, and rod were fractured. The patient subsequently underwent revision surgery to resolve the issue. The patient current health status is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the available information, the implanted hardware fractured approximately five months after the initial surgery, resulting in a revision procedure. While the specific clinical root cause could not be determined, the instructions for use for the fracture fixation devices, warn that cracking and fracture of implant components can occur particularly in patients with delayed healing or nonunion. The instructions for use emphasizes that repeated stress may lead to bending, breakage, or pull-out of the device, and that proper selection and positioning of components are critical to avoid loosening, cracking, or fracture of the device or bone. Due to the absence of immediate pre- and post-implantation imaging, we cannot confirm whether adequate fixation was achieved during the primary surgery. Additionally, contributing factors such as poor bone quality, suboptimal implant positioning, early weight bearing, or secondary trauma cannot be ruled out. Given the limited clinical data, the assessed patient impact is defined as the revision surgery and the associated postoperative recovery period. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, product prints, risk management file and prior actions could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.